Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer did not recall any significant events leading up to the error. Blood glucose level at the time of the incident was 223 mg/dl.. The customer reported that she was (B)(6). Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
No display anomaly noted. No unresponsive buttons noted. All buttons function properly; however unit had moisture on keypad traces. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.